Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to address bilateral lower back pain. Patient had participated in a successful trial phase with nalu and had reported significant pain relief during the trial phase. After placing the permanent system the patient had reported some challenges with communication between the implantable pulse generator (ipg) and the external therapy discs. Xray imaging found that the ipg had migrated within the pocket, no longer sitting parallel to the skin surface. A surgical procedure was performed on (B)(6) 2025 to reposition the ipg to be seated parallel to the skin surface to improve communication with the external components. No devices were removed or replaced during the procedure and no new components were implanted. All original components remain implanted and in use.

Manufacturer narrative:
Components were tested during the repositioning procedure and all results came back as expected, indicating the system was functioning, there were no malfunctions or failure of any system components, and communication issues were directly related to the migration of the ipg. There are no reports of any external trauma or other events that may have contributed to migration of the implanted components. Migration is a known inherent risk of implantable neuromodulation systems.